Event description:
It was reported the e360 ventilator's compressor was not able to build up air pressure, and that the compressors water traps and the accumulator tank were both cleaned, and the problem was rectified. Medtronic was not authorized to evaluate/service the device. Additional information including patient involvement has been requested and is pending a response.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator was able to build up air pressure. A service engineer cleaned the water traps and the accumulator and the reported issue was resolved. At this time, patient involvement is unknown.